Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call partial display. Customer advised the insulin pump was dropped, the partial display continued after the battery was replaced and they were unable to pass the self-test. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed off no power test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump was received with cracked and bleeding lcd glass. We were unable to confirm missing segments due to cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.